Manufacturer narrative:
Reference mw5094450.

Event description:
Information was received that a cadd cassette was alarming "no disposable" on both pumps upon attempt to use this cassette. Changed to new cassette, and no further details provided.

Event description:
Information was received that a cadd cassette was alarming "no disposable" on both pumps upon attempt to use this cassette. Changed to new cassette, and no further details provided. Additional information was received on 17-june-2020. The product problem occurred during patient use. No patient injury or complications were reported in relation to this event.